Event description:
Device 2 of 3. Reference MFR report #s 1627487-2012-00821 and 627487-2012-00823. The patient's ((B)(6)) scs system includes a percutaneous lead and a surgical lead. It was reported the patient developed a large hematoma following implant and experienced significant bleeding from his incisions. Before the procedure, the patient's bleeding time levels were within the normal range. Follow-up on this matter found the hematoma is decreasing. According to the hematologist, the patient has issues with coagulation. With respect to therapy relief, the patient reportedly has proper stimulation and coverage.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.